Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, g3, g6, h2, h3, h6, and h11.

Event description:
It was reported via a clinical study that patient underwent a knee revision approximately ten years post-implantation due to aseptic loosening and bone fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown vanguard rocc cementless tibial thickness 14 catalog#: ni lot#: ni. Unknown vanguard tibial insert catalog#: ni lot#: ni. G2 foreign source: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that patient underwent a knee revision approximately ten years post-implantation due to aseptic loosening. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h6. H6: proposed component code: mechanical (g04) femur. The reported event was unable to be confirmed due to limited information provided by the reporter. No product was returned, nor were medical records or images provided. Visual and dimensional evaluations could not be performed. Review of the device history records was unable to be performed due to lack of part and lot identification. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.